Event description:
It was reported that during the implant procedure, the attempted lead had high threshold and impedance. It was also indicated that the lead could not be fixated well. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).